Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, first inflation was at 6atm for 10 seconds, but the balloon ruptured upon second inflation at 8 atm for 10 seconds. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.